Manufacturer narrative:
The repair inspection found the metal-plated part of the distal tip of the scope is damaged. Also, the inspection confirmed the customer¿s reported problem due to debris particles and contamination in the optical system. The light transmissions is insufficient. The cause of the damaged metal-plated part of the distal tip of the scope is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer angled ocular operative telescope was returned to the olympus (omsc) repair center for a reported image problem, ¿hard to see¿, ¿field of vision is cloudy¿. The customer reported event was found at an unspecified event. Upon inspecting and testing, the metal-plated part of the distal tip of the scope is damaged. No death or injury and no impact to patient or other has been reported to olympus. The customer further reported the device was inspected prior to procedure. No additional information was provided. This report is being submitted to capture the metal-plated part of the distal tip of the scope is damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken components could not be determined. It is possible that the components were broken due to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.